Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. D4 - UDI section, d10, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the water tank cover was cracked and the reflux plug was missing. Functional testing confirmed the complaint. Water was leaking from the bottom of the water tank. The water tank cover was cracked on the top and bottom and around all 4 corners at the screw holes. Root cause of the leaking was attributed to the cracked water tank cover. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues. Water tank cover, reflux plug, reservoir gasket and o-rings were replaced. Performed preventative maintenance and calibrated the device. Device passed functional testing after the completed repairs.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was leaking from the reservoir. Patient involvement is unknown.